Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt was having unwanted rib stimulation. The physician replaced the lead and also removed scar tissue from the original lead placement. The facility has retained the product. No product will be returned for review. No further info is available at this time.